Manufacturer narrative:
Visual inspections were performed on the returned device. The reported needle to cuff miss was observed as a link break. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or link pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device with the same reported issue filed under a separate medwatch report number.

Event description:
It was reported this was an arteriotomy closure of the right common femoral artery (rcfa) and left common femoral artery (lcfa) using the pre-close technique via a 18fr sheath hole prior to an abdominal aortic aneurysm (aaa) procedure. One proglide device was successfully placed on the rcfa and lcfa. Reportedly, when placing the second proglide device on the rcfa and lcfa, the plunger was removed, no sutures were present. The sutures of a new proglide were successfully pre-placed on the rcfa and lcfa. The aaa procedure was completed. Hemostasis was achieved with the pre-placed sutures of the proglide devices. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.